Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received clarifying the complaint. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb0000190 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). However, a packaging or labeling issue resulted in the use of an incorrect lens; the intended iol was a zcb00 29.0. There is no indication the zcb00 has been removed/explanted from the patient's od. No further information is available.